Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #2 was removed due to infection. Pt. Presented on follow up appointment with infection, put on round of antibiotics and 2 weeks later infection returned. Removed implant. Pt needs to heal prior to replacing implant. Symptoms as a result of the event: abscess